Event description:
Device issue: stent dislodgement. Time of device issue: during procedure. Adverse event: none. It was reported that the lesion located in the proximal lad, which was mildly calcified and tortuous. The lesion was accessed with a bmw guide wire and then the xience v stent delivery system (sds) was advanced towards the lesion without predilatation. Multiple attempts were made to cross the xience v stent, but it did not cross. When the stent did not cross the lesion, the physician decided to pull back the stent and perform dilatation. Upon removal of the xience v sds the stent implant became caught on the guiding catheter and could not be pulled into the guiding catheter. The physician mentioned that this is when the dislodgement would have occurred. Since the physician was not able to pull back the stent, he had to take out the whole system including the catheter to get the stent out of the patient. Reportedly, there were no patient effects. No additional event or patient information is available. During device analysis, it was found that the stent had dislodged. Additional information revealed that it may have occurred when resistance was noted between the xience v and guiding catheter during withdrawal.

Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned device found that the stent delivery system (sds) was returned with blood on the balloon and in the guide wire lumen, consistent with the reported information that the sds had been advanced over a guide wire and into the patient. Although not reported, the stent implant was returned dislodged from the balloon and the proximal half of the stent was stretched. Additionally, the entire length of the stent implant was smashed. The balloon was tightly folded, suggesting that the balloon had not been inflated and there were crimp marks on the balloon between the markers which indicates that the stent was originally positioned correctly and securely at the time of manufacture. Additional information was received clarifying that when the stent did not cross the lesion, the physician decided to pull back the stent and do a pre-dilatation. While the stent was being pulled back it got caught to the guide catheter, the physician tried to manipulate and pull back the stent. The physician was mentioning that this is when the dislodgement would have occurred. The inability to cross a lesion can be affected by numerous factors including, but not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, device placement technique, device size selection and accessory device support; and is typically not associated with a product quality deficiency. The tip length was measured and met manufacturing criteria. Additional information states that the lesion site was not pre-dilated prior to stenting. It should be noted that the product instruction for use (IFU) states: "the vessel should be pre-dilated with an appropriate sized balloon. Failure to do so may increase the difficulty of stent placement and cause procedural complications". There was a kink in the hypotube 40 cm distal to the strain relief tubing. Although this kink was not reported, potential factors that can attribute to kinks include, but are not limited to, damaged during removal from packaging at the account, damaged while handling during prep or damaged during manufacturing. A review of the finished device lot history records did not reveal any nonconforming material records for this lot that could have contributed to this complaint. Additionally, the lot release testing results were reviewed and all samples met all manufacturing criteria including stent placement, crimped stent outer diameter and stent dislodgement force. Based on the reported information, it is likely the proximal stent damage and stent dislodgement occurred due to interaction with the guiding catheter during withdrawal. The whole unit was removed as one. There is no indication of a product related quality deficiency. The profile dimensions on all stent delivery systems are confirmed by visual and dimensional checks on the manufacturing line before release. Additionally, all stent delivery systems are 100% visually inspected online for stent placement and a sampling of units is destructively tested to verify stent dislodgement force.